Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 814:01 was confirmed by service. The cause of the reported condition was determined to be use/user error. The main batteries were replaced to fix the reported condition. The user interface module software version of this pump is 6.13.90. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.